Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture and pain was requested on (B)(6) 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/ irritation: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 phone number: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Pathology results showed ¿left periprosthetic capsule, fibrous connective dense tissue, with chronic inflammatory infiltrated with macrophagic reaction to amophous material (silicone) concordant with periprosthetic capsule¿. Device has been explanted with complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12/apr/2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. Inflammation/irritation: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand.